Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in the clinic, imaging revealed the left ventricular lead had dislodged and a loss of low voltage pacing was noted. Reprogramming resolved the event. The patient had no adverse consequences and will be monitored.